Manufacturer narrative:
Concomitant medical products: imk49jb45, lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited increasing thresholds, low and decreasing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.